Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine (infumorph) 30mg/ml at 11.0 mg/day and bupivacaine 15.0mg/ml at 5.5mg/ml via an implantable pump. It was reported that there was no clinical signs or symptoms related to the issue were pointed out by the doctor. The doctor said clinically there were no signs of withdrawal or any side effects. There were no external factors found that may have contributed to the issue. Patient was doing normal refill. The tablet said the reservoir expected amount was 5.4 ml, and the doctor was able to aspirate 7 ml extra after the 5.4 ml expected. The total ml reservoir found was 12.4ml. The doctor mentioned today it was the second time it had happened since the patient got a pump replacement. On the last refill, he had a 3 ml extra as a reservoir discrepancy. It was expected to be 4ml, and he got 7ml. Since the patient did not have any clinical issues, the doctor refilled the pump and made notes to keep tracking the patient on the next refill date supposed to be on (B)(6) 2026. It was unknown if the issue had resolved. No surgical intervention occurred or was planned.